Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure the handpiece overheated and caused the patient to experience a burn in the corneal tunnel. The procedure was completed after restarting the system. A completed questionnaire was received by the company representative. The surgeon reported the event was due to overheating of the phaco tip caused by a hypermature cataract. A corneal/scleral suture was required.

Manufacturer narrative:
A nurse reported that during a procedure the phaco handpiece overheated. The patient experienced a burn in the corneal tunnel. The procedure was completed after restarting the system. Additional information received noted no problems were found with the system and the event may have been due to an operator error. The customer completed a questionnaire. The patient was not hospitalized as a result of this event. No medications or therapies were in use at the time of the event. The surgeon reported the event was due to overheating of the phaco tip caused by a hypermature cataract. The wound was sutured. The outcome of the event was noted as resolved with treatment. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The handpiece was examined and the reported system message (sm) was not replicated. The system was tested and found to meet product specifications. No phaco tip (unspecified product) was returned for overheated resulting in a corneal burn. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).